Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1: initial reporter: facility name: (B)(6) hospital.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported while flushing tube with chemo drug, leakage was noted on filter vent with vent cap closed. The event was noted during infusion and there was patient involvement, however, no report of patient harm.